Manufacturer narrative:
The failure to properly maintain the device by replacing the battery when indicated as low is associated with corrections and removals number 3015876-05/01/2014-001c.

Event description:
It was reported when responding to a car accident victim, their device was connected to the patient and recommended a defibrillation shock, and then lost power. The device was powered back on and through the same process of trying to deliver a defibrillation shock, the device lost power a second time. Approximately 2-5 minutes after the reported failure to deliver defibrillation energy, the local emts arrived and delivered multiple defibrillation shocks with another device, but the patient did not survive. The customer stated that approximately three (3) minutes after the arrival on scene of the accident, after the patient was pulled from the vehicle, CPR was started. The customer's device was placed on the patient at the same time, which is around the same time of the reported device failure. Following the multiple defibrillation shocks from the emt's device, CPR continued for about 10 minutes in route to the hospital. Upon transfer to the hospital, the patient was pronounced deceased.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the outcome of the patient. Physio-control evaluated the device and observed that the battery installed was at a critically low level, which led to the reported device shut-down. There was no device failure found during testing. Physio-control replaced the customer's battery and proper device operation was observed through functional and performance testing and the device was returned to the customer for use.